Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This reported system error (se) 2240 is not attributed to or believed to be caused by a disposable device product failure according to the information provided; there is no allegation against the disposable device. Per the complaint information, the cause of the se 2240 is due to air being sucked into the disposable from the leaky supply bag. The cause of leak was undetermined, the sample was unavailable. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) machine during dwell 3 of 5. The home patient (hp) stated that she noticed that her supply bag was leaky when she was setting up, but decided to use it anyway because she usually has a lot of solution left over at the end of the night. The technical services representative (tsr) explained that the hp should never use any supplies that were leaking. The tsr further explained the alarm, assisted with clearing the alarm, advised to notify the nurse and to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but no patient injury or medical intervention was reported. During a follow up with the hp regarding the alarm, it was revealed that she turned the cap of the yellow 1.5% solution bag inside out, and then it started leaking. The hp stated she contacted her peritoneal dialysis (pd) nurse and went to the clinic the following morning. The hp was on antibiotics for two days until the test came back. The tests were negative and the hp stated she was fine. The hp resumed therapy at the point she left off before the alarm without any problems.